Event description:
Medtronic cardiovascular received information that during the procedure the surgeon rotated the jaws of this bp2 device past the "stop bar" and dislodged the plastic stop. The piece was recovered from the chest cavity. The procedure was successfully completed without patient effect. The bp2 device was discarded.

Manufacturer narrative:
(B) (4). Evaluation method: device history could not be reviewed as the lot number was not available. Results: device history could not be reviewed as the lot number was not available and no product was returned for analysis. Conclusion:cause of event cannot be determined. Analysis: the product was discarded and will not be returned for analysis. Device history review could not be performed. Conclusion: the cause for this event cannot be determined with the available information. Should additional information be made available, the event will be updated and a supplemental report filed.